Event description:
This is an amendment to a previously filed mor. The full product evaluation of the decontaminated device was completed on january 21, 2025. X-rays taken of the device did not reveal any abnormalities. The device was able to be interrogated and charged without incident. Device logs showed that no failures had occurred. The device passed all electronic controls testing. As there is no evidence to suggest device fault or failure, it remains unknown why the patient experienced their reported physiological symptoms.

Event description:
On (B)(6) 2024, an impulse dynamics field representative was notified that an optimizer smart mini (osm) implantable pulse generator (ipg) had been explanted. The patient had previously complained of an inability to swallow, reduced appetite, and poor sleep quality. After the patient's initial complaints, the patient was seen in-office and an impulse dynamics field representative turned off one of the ipg's leads. The patient reported an initial resolution of symptoms, but later reported these symptoms had returned at which point the patient then requested this device be removed. After explant on (B)(6) 2024, the device was received. By impulse dynamics USA in (B)(6) for evaluation on (B)(6) 2024. The device was then sent out for decontamination at an approved decontamination facility on (B)(6) 2024. The decontaminated device was returned to ID USA on december 3, 2024. The device is currently undergoing a full product evaluation to confirm the device was fully functional at the time of explant.